Event description:
Perforation during front runner attempt of right coronary artery "cto". Unsure if this was device related. Actuation of front runner jaws was distal to location of perforation. Perforation was proximal to "cto". Perforation was discovered when front runner was removed. Put balloon in, 20 mins. Of inflation, unsuccessfully tried to place jomed stent. Attempted first to open with several wires and a balloon for about half hour (cross it, choice pt). Did not actuate front runner in the proximal portion where the perforation occurred. Patient was hemodynamically unstable. Inserted balloon and did 10 mins. Of balloon inflation, 2 times. Tried to insert jomed covered stent, but was unable to deploy it. Tried several guide multipurpose hockey stick gf for wire and balloons. Changed to other ari and ar2, went to al.75. Patient was stable at end of case.